Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported loss of communication between insulin pump with transmitter. Customer had a lost sensor signal and sensor signal not found alarm. Customer experienced high blood glucose and blood glucose level was 408mg/dl. The device will not be returned for analysis.